Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer changed her infusion set and saw air bubbles. Customer's blood glucose was unknown. Customer stated the air bubbles are in the reservoir. Customer will call back if assistance is needed. No further information provided.